Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the administration set was damaged from the silicone tubing above safety clamp.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination was conducted on the infusion set and a cut in the silicone tube was identified at the upper pumping segment to silicone tubing union location. The customer complaint of tubing defective / damaged was confirmed. The root cause for the damage seen in the sample could not be determined due to the lack of details provided regarding when the leakage was identified. The most probable cause for the issue is a misloading of the infusion set into the alaris pump. If the set is misloaded, damage to the upper portion of the silicone tubing is common. A device history record review could not be performed because the lot number is unknown.